Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low carbon dioxide result was obtained on a patient sample on the dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within expected ranges the day prior to the event; the customer indicated that qcs were repeated after obtaining the discordant result and the qcs recovered out of ranges. The customer cleaned sever 1 drains, aligned sever 1 probes, performed a sodium hydroxide cleaning of reagent probes 1 and 2, and primed sever 1 pumps. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced the sample mixer and reagent cartridge, checked probe alignment, ran auto-alignment, and ran qc, resulting acceptably for all assays except glucose. The customer submitted a new glucose calibrator and the cse recalibrated the glucose assay. Then, the cse ran qcs multiple times, resulting acceptably. The cause of the discordant, falsely low co2 results in unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.